Manufacturer narrative:
Device evaluation summary: during evaluation of the device it was observed to be intact. No anomalies were discovered. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Reason for device explant and/or reoperation: chest injury. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent a primary breast augmentation with mentor memorygel breast implants 500cc and experienced painful rupture on the right side and bilateral chest injury post-operational caused by a motorcycle accident. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implants 500cc, catalog number 3505004bc, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2019. This report is for the left side.